Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred involving a connector IV micoclave textured neutral where they reported they noticed a wet spot on the bed sheets near pts central line. The proximal port running precedex and runner was leaking from cap of central line. As reported, "cap was tight and secure to central line but medication was leaking out of cap where the connection to the central venous catheter (cvc) line is. IV pump was not showing any downstream occlusion. The cap was changed per policy and flushed cvc with new cap in place. Cvc was slightly sluggish but then after 20ml saline flush was brisk with good blood return." There was patient involvement but no adverse event/serious harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number. D9 - device available for evaluation: no.

Manufacturer narrative:
One used device was received for evaluation on 11/10/2025. No defects or anomalies noted. The microclave was leak tested per product specifications and no leakage was observed. The reported complaint was unable to be replicated or confirmed. Updated information in d9.